Manufacturer narrative:
To date, the device and lead have not been received at boston scientific. Upon receipt, the products will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during an implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed high shock impedance greater than 200 ohms and was unable to establish telemetry. All other measurements were confirmed normal and within stable ranges. A boston scientific technical services (ts) agent was contacted and advised the physician to perform high voltage shock testing to reveal the lead impedances. The physician elected not to perform the shock testing and elected to replace the patient's device. The lead was then connected to a new device and tested. The shock lead impedances remained above 200 ohms; therefore there was a concern of a connection or lead issue. The physician then elected to replace the lead as well and the procedure was successfully completed. No adverse patient effects were reported. Both the device and lead were returned for detailed analysis.

Manufacturer narrative:
To date this lead has not been returned to boston scientific and therefore a technical analysis cannot be conducted. Without a returned lead it is not possible to definitely confirm how the lead may have contributed to the complaint incident.